Event description:
A surgeon reported that following a glaucoma filtration device implant procedure, the shunt was reported to be in contact with the iris at the routine one day postoperative examination. The shunt remains implanted in the eye and it was reported there was no harm to the patient. No further information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).